Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. The same day as event onset, the patient was hospitalized for the event. The patient was treated with amikacin injection (250mg, ongoing, route and frequency were not reported) and oflin (100mg, ongoing, route and frequency were not reported) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Upon follow up, it was reported that antibiotic treatment was discontinued. Two weeks ago from the time of this report, the patient was discharged from the hospital and the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.